Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced growing ulcers. On (B)(6) 2019, coumadin was held due to the patient¿s inr was 3. Blood culture was positive for staphylococcus species. Patient was aferbrile. On (B)(6) 2019, blood culture was performed and gram-positive cocci was found in clusters, and wound cultures were positive for pseudomonas aeruginosa, enterococcus faecalis, and staphylococcus species. Patient was started on vancomycin / ceftriaxone / metronidazole (flagyl). Peripherally inserted central catheter (PICC) was placed on (B)(6) 2019. Patient was given cefazolin and bactrim through (B)(6) 2019, then was started on keflex. On (B)(6) 2019, patient was discharged. No additional information was provided.